Event description:
I had a ventralex st hernia patch inserted in me during a hernia repair in (B)(6) of 2005. I had the mesh removed in (B)(6) of 2013 due to groin and abdominal pain for the whole year of 2013. When the surgeon removed the mesh, the ilioinguinal nerve and hypogastric nerve were fused to the mesh and the surgeon had to ligate both nerves in order to remove the mesh. This resulted in having nerve damage and chronic pain after having multiple nerve blocks and cryotherapy done to the ilioinguinal nerve.